Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the end-user a new user of this product? Yes, but not new to barb suture. In relation to needle, what is the approximate location of suture breakage? Either beginning, ¾ of the way, or 1/3 of the way. Was the sales rep present during the procedure? Yes. What in the physicians opinion was the cause of the suture breakage? Instrumentation. It was a robotic procedure. New user or experienced user? If experienced ¿ another device? Yes, but not new to barb suture. Ethicon associate (sales rep) present? Yes. Where did the suture break? Either beginning, ¾ of the way, or 1/3 of the way. When was suture noticed broken? During passage through tissue. Are any actual used/unused or representative samples available to be returned for evaluation? No.

Event description:
It was reported that a patient underwent a robotic hysterectomy procedure on (B)(6) 2016 and suture was used. The suture broke during use. The case was completed using a different product. There were no patient consequences reported.